Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. On (B)(6) 2018, routine follow up imaging identified an unspecified endoleak with aneurysmal sac enlargement (exact amount of growth is unknown). On (B)(6) 2018, an additional procedure was performed to treat the endoleak. According to the report, intra-procedural imaging identified a proximal type I endoleak on the previously implanted trunk-ipsilateral leg component. It was reported, an aortic extender component was implanted for proximal extension. The cause of the proximal type I endoleak is reportedly unknown, however the physician believes aortic remodeling may have contributed to the endoleak. Final angiography showed resolution of the proximal type I endoleak. No further adverse events were reported and the patient tolerated the procedure.